Event description:
It was reported when the device was used during an anterior resection, it fired malformed staples. The procedure was converted to and abdominoperineal resection with a permanent colostomy. There were no other reported patient consequences.